Event description:
Ous MDR - on (B)(6) 2015, the patient went to the hospital due to extreme pain and generally feeling poorly. When a follow-up was performed, no peculiarities were noted, but auto capture control was turned off just in case. Two days later another follow-up was performed and nothing unusual was noted. Again, on (B)(6) 2015 an additional follow-up was performed at the hospital and no peculiarities were found on either the iegm or in the pacemaker data. The patient was discharged home with acc still inactive and a fixed output of 3.6 v/0.4ms. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data have been analyzed thoroughly. The analysis of the ram dump data did not show any anomalies and the battery is still sufficiently charged. The follow-up data available for an analysis revealed no indication of a device malfunction which might explain the clinical observation except a slight erratic lead impedance trend in bipolar lead configuration until the day of the clinical observation. The device was reprogrammed to unipolar pacing settings and the capture control was turned off. The lead impedance trend since then seems to be stable. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.